Event description:
It was reported that the patient presented to the clinic remotely via data transmission from their pacemaker system. Upon review, there was an alert for sensing problem on the right ventricular (rv) lead. The r wave was at 5.4 mv but had variable sensing trends. No undersensing was observed. No intervention was performed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).